Event description:
The customer reported that when they arrived at work, they discovered the autopulse nxt battery (sn unknown) was stuck in the autopulse platform (sn (B)(6)) because the battery's finger d-ring had popped out. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that when they arrived at work, they discovered the autopulse nxt battery (sn (B)(6)) was stuck in the autopulse nxt platform (sn (B)(6)) because the battery's finger d-ring had popped out. No patient involvement. Zoll field technical service representative visited the customer site and removed the stuck nxt battery. A new battery was installed in the autopulse, and it slid in and out as it should. The customer put the autopulse nxt platform back into service.

Manufacturer narrative:
Sections b5, h2, h6 codes, and h11 are updated. The autopulse nxt platform sn (B)(6) will not be returned to zoll for investigation. The zoll field technical service representative removed the stuck nxt battery from the platform at the customer site. A new battery was installed, and it was properly inserted into and removed from the platform. Therefore, the customer placed the autopulse nxt platform back into service.